Event description:
It was reported by the patient that the clinic received two reports with excessively low battery life. The cardiac resynchronization therapy defibrillator (crt-d) remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.